Event description:
The customer obtained a falsely high troponin I result on a patient serum sample. Elevated results of this magnitude might initiate a cardiac catheterization. The physician questioned the high result. The initial serum sample tested was hemolyzed, so testing was repeated using a non-hemolyzed sample and the results were negative. There was no report of patient harm as a result of this event.